Manufacturer narrative:
The pt completed the treatment without any unusual events noted. Facility's nurse mgr reported that no medical intervention was required. It was determined by the nursing staff that the pt was stable and would return for his regularly scheduled treatment. A gambro technical services field rep inspected the machine. He performed a ultrafiltration accuracy test that fell within the MFR's specifications. He ran a mass balance test for one hour. The results were within MFR's specifications. He was unable to duplicate the reported fluid issues. The machine was returned to the clinical setting. There have been no further reports that the phoenix machine has had any more fluid removal issues.